Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rhinoplasty procedure on an unknown date and suture was used. On (B)(6) 2017, the patient had a new surgical intervention to remove the used threads. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of the initial procedure? The hospital notified on (B)(6). What tissue was the 5-0 pds plus suture used on? It was used on nose. What was the condition of the tissue during use (healthy, weak, diseased)? Healthy. How was the pds plus suture placed (continuous or interrupted)? Continuous. Synergy states event occurred 2 months post op, can you clarify/ confirm the date? 2 months and 10 days. What was the indication for the second procedure 2 months post op? Inflammatory reaction to pds. Was there any patient event prior to symptoms (fall, cough, sneeze etc)? No. What was the date of the second procedure? (B)(6). Was the suture found broken post op? No. Can you describe the appearance of the suture during second procedure? No. Was the suture knots intact and suture broken in the middle? No. Do you have any photos of the suture from the second procedure? Attached. Can you identify the lot number of the 5-0 pdp suture? Ni. What is the surgeon opinion as to the contributing factors to the need for second procedure? Suture reaction, in the second procedure it was used nylon. Will any samples be returned for analysis? No.

Manufacturer narrative:
Initial alert date (B)(6) 2017.